Manufacturer narrative:
Patient's identifier, age, sex, weight, date of event, other relevant history, including preexisting medical conditions, implant date and explant date were not provided. If the requested information becomes available, a supplementary report will be submitted. Product not returned for evaluation. If the product returns, analysis will be completed and a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to integrate.